Manufacturer narrative:
Section a: corrected based on provided medwatch form. Manufacturer¿s investigation conclusion: he reported event of low wattage alarms was unable to be confirmed. The heartmate 3 system controller (serial number unknown) was not returned for analysis. Per the provided information, an x-ray of the driveline came back negative for fracture. The controller was exchanged, and the alarms resolved. No log files, photos, or additional documents were submitted for review. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the system controller being unknown. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller and the power cables. These sections also explain the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted into the hospital on (B)(6) 2023 for low wattage alarms. X-ray of driveline was negative for fracture. The event log was submitted for review without noted alarm etiology. The system controller was exchanged on (B)(6) 2023 with cessation of alarms.

Manufacturer narrative:
Section a: patient information was requested but not provided. Section d4: device serial number was not provided, and expiration date cannot be determined. The primary UDI number in d4 is reflective of all available information. Voluntary medwatch number (B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.